Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) in different episodes and had another untreated episode due to the subcutaneous implantable cardioverter oversensing the patient's atrial fibrillation (af) when they were sitting on a couch. Boston scientific technical services discussed programming options including programming another sensing vector. The s-ICD remains in service and no adverse patient effects were reported.